Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer advised end user advised left arm assembly bar in the back broke. Dealer advised enduser stated it is scratching his arm but did not cause any harm. Dealer advised enduser stated but some padding on the part that broke. Dealer could not provide any further information.